Manufacturer narrative:
It was reported that the ventilator failed the pressure transducer test. The ventilator was investigated by our field service engineer on site and the pressure transducer printed circuit board (pcb's) was determined defective and replaced which solved the issue. Furthermore, the expiratory valve coil had disconnected from the expiratory channel and was reconnected again. The pressure transducer (pcb's) have not been returned for technical investigation. Therefore, the root cause to the reported failure has not been established in this investigation.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).